Event description:
Customer is reporting a pressure dome leak. Name and function of complainant: same as reporter. Customer biomed engineer called to report blood leak from system pressure dome. End user stated first system pressure alarm occurred, she reset the alarm, checked all parts of the kit for any clotting then restarted the procedure. System pressure alarm reoccurred, so rechecked the kit for any clotting or occlusions, also changed the a/c ratio 8:1 and restarted the procedure. Upon restarting, the system pressure dome "popped" off. Customer stopped the procedure and disconnected patient's line. Customer aborted the procedure and did not return any blood/products to patient. Customer stated that the patient was stable. The therakos trained customer biomed ordered a system pressure transducer for replacement to repair instrument. No service order generated. Customer did not return any product for investigation.

Manufacturer narrative:
A review of lot file b325 was performed. There were no nonconformances associated with this event type reported requirements. Trends have been reviewed for this complaint category and no trend has been detected. The assessment is based on info available at the time of the investigation. No product was returned by the customer. Therefore, the root cause for the leak cannot be determined based solely on the info provided by the customer. (B)(4) have been initiated to investigate cellex pressure dome leaks. (B)(4).